Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater plate of the homechoice device was extremely hot. No clinical consequences were reported for the patient. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed with no issues noted. The device underwent functional testing, electrical safety testing, and a simulated therapy with no issues noted. A temperature monitor test was performed and found no issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.